Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the fiber optic sensor cable assembly (d012-00-1562) and the fiber optic assembly (d997-00-1169). The fse also reinstalled b17 software. The unit passed all functional and safety tests and was returned to the customer.

Event description:
It was reported that during a pre set up, the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic port. There was no patient involvement.